Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during device preparation and before use, when the protective sheath was removed from the 2.5 x 23 mm xience prox stent delivery system, it was noted that the stent was stuck to the sheath causing the stent implant to dislodge off the balloon. The device could not be used on the patient. The procedure was completed with a different xience stent delivery system. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed. The stent dislodgment was confirmed; however, the reported difficult to remove was unable to be confirmed as this was unable to be replicated in a testing environment as it was based on operational circumstances. As there were crimp marks on the balloon between the markers which suggests that the stent was originally positioned correctly and securely at the time of manufacture. The reported stent dislodgement appears to be related to circumstances of the procedure as applied force to remove the sheath resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
When the protective sheath was removed from the balloon, it was noted that the stent implant was stuck inside. There was no resistance during removal of the protective sheath. No additional information was provided.